Event description:
Procedure was performed on the right sfa. Two stents were deployed at the distal and mid rt sfa 8/100 and 8/80 everflex on a long shaft. The vessel was not predilated prior to deployment. The two distal stents were post dilated with 5/150 balloon. The physician decided to put a third stent in the proximal rt sfa. No pre dilation was performed and there were many tight lesions with some visual calcium. Stent system was introducted and passed thru the lesions without any resistance. The stent was deployed. As the physician attempted to retract the delivery system, he was unable to do so because the distal part of the system got stuck. After many attempts to retrieve the deployment system with smaller wires and balloon, the pt was taken to surgery. A cut down of the rt common femoral artery was performed; the common femoral was punctured to introduce a small wire and balloon. Upon retrieval of the delivery catheter by pulling, the device inner sheath was peeled off from the catheter around the horn of the aorta. They were able to remove the entire stent delivery system. The physician dilated the proximal rt. Sfa with a 6.40 balloon and then deployed a different stent. The vessel was patient with good distal runoff. Pt pulses were present. Rfa was patched and repaired.